Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation

Event description:
It was reported that the pump could not be charged with the usb cable and wall adapter. The customer was able to successfully charge the pump with a different usb cable and wall adapter. In addition, the pump battery dropped from 92% to 77% while connected to a power source. The customer's blood glucose level was 152 mg/dl. It was indicated that the customer would continue to use the pump until the replacement pump was received.